Event description:
It was reported that one day post implant, the patient developed a pericardial effusion, hemothorax, hypotension, had chest pain and moderate pain with right ventricular (rv) pacing. It was also reported that the atrial and rv leads had dislodged. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead: (B)(6) 2013. (B)(4).